Event description:
The reporter indicated that a 13.2mm vticmo13.2; -15.00/+6.0/097 (sphere/cylinder/axis) implantable collamer lens which was intended for a patient's right eye (od); had tore during loading on (B)(6) 2022. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: (B)(4) lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).